Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned impactor confirm the stated failure. The device black coating is flaking off and there are damage to the green cam arms as well. The device was manufactured in 2018. This device exhibits signs of significant use and wear. A review of complaint history on the listed parts revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the plastic coating on the end of the femoral implant impactors are chipping away from continuous use and wear and tear of the instrument. No case related, therefore no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.